Event description:
It was reported that the patient presented remotely via (B)(6). It was noted that the right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. No changes were made and there was no consequences to the patient.